Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2016 to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced drainage and skin overgrowth at the abutment site. On (B)(6) 2015 the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2015 the patient underwent a procedure to have excess tissue excise, topical antibiotics were applied to the site during the procedure. Subsequently on (B)(6) 2016 the patient developed an infection at the implant site and was prescribed a course or oral antibiotics (duration not reported). The implanted device remains.